Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The IFU and patient manual provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient's driveline disconnected from the controller when he was getting up from the couch. The patient reported hearing an alarm and reconnected the driveline. He notified the vad coordinator of the event during a clinic visit seven days later. The vad coordinator notified the clinical specialist and clinical engineering who came to site to evaluate the connection. The driveline connection appeared to lock and connect properly. The patient was re-educated on making proper driveline connections. Investigation is ongoing.

Manufacturer narrative:
Device evaluated by manufacturer (not returned to manufacturer). Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to corrosion and contamination on power port 1's connector. No bent pins were observed in the controller's connectors. A possible root cause of the reported event may be due to corrosion and contamination on the pins within power port 1. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.